Event description:
Information received indicated the CPR function would not lower the head section.

Manufacturer narrative:
The hill-rom technician replaced the hydraulic manifold to resolve the issue.